Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent surgery due to lumbar degeneration. During the surgery,the doctor found one product slipped,the doctor had to replace with new one to complete the surgery. Patient's current status is normal.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.